Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not close on the vessel. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 07/01/2008. Information anticipated, but unavailable at this time.